Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient's battery site heated up when it charges despite keeping it ventilated and wearing belt over clothing. Database analysis revealed that signs of poor charger to ipg coupling and the charger thermistor triggering often which can delay charging times. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.